Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the investigation confirmed there was visible moisture on display and inside of display lens. The cloudiness was caused by moisture condensation. Unrelated to the original complaint, the audio bolus button cover was missing. The leak test failed due to the leak from the audio bolus button. The pump cover was opened, moisture was found on pcb. There was no moisture in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.